Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2py6q : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2py6q, ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Mdt rep reports they are in the or implanting a new lead and ins. Rep reports they are getting high impedances, all 4k ohms. Rep said they are getting good bellows response when they use the j-hook to test. Additional information was received from a manufacturer representative (rep). The rep reported that they had two ins's, both ins's gave >4000 impedances on all 4 electrodes. Rep reported tech services rep indicated that they did not think it was either ins's causing the impedances issue, but rather a delay in the impedance clearing with the patient. The lead was not replaced and was implanted, the patient received effective therapy. Rep was able to program all 7 programs and elicit a motor response while the patient was still asleep. Was able to turn their therapy up in my therapy post procedure. Cause was not known, they are seeing the patient next week for their post op visit. Pt was unaware of any issue with the lead as their therapy has not been interrupted. Troubleshooting was performed when saw >4000 impedances, battery was taken out, cleaned, and reinserted into the pocket 3 times with each battery. They were also able to elicit a motor response with ma turned up to 2.0. Strong bellows were observed on all 4 electrodes. It was unknown if issue was resolved, rep will follow up with patient next week. Unused ins will be returned.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.